Event description:
An unexpected loss of monitoring at the clinical information center (cic) was reported. Monitoring was lost on approximately 14 pts in the critical care unit and emergency department of over one hour and 15 minutes. Bedside monitoring was available for four of the 14 pts located in the critical care unit during this time. No serious injury or death is associated with this loss of monitoring. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.